Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with high capture thresholds and high out of range pacing impedance values on the atrial lead. The patient was scheduled for lead replacement and exploratory surgery. On (B)(6) 2019, during the procedure it was noted that implantable cardioverter defibrillator atrial setscrew was loose. Once tightened lead integrity values were normal. The generator was replaced as the physician believed the atrial set screw was not functioning appropriately. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed in the device image. The high pacing lead impedance observed was consistent with the atrial set screw not being completely tightened at implant, due to a stripped set screw hex cavity. The cause of the set screw hex cavity being stripped could not be determined. Because the set screw was not completely tightened at implant, the set screw loosened over time while implanted, causing a gradual increase in impedance. Test leads were able to be fully inserted, secured, and removed from the header on the bench. Impedance measurements were normal on the bench. No device problem was found.